Manufacturer narrative:
The reported event of ipg communication issues was confirmed based on the ipg logs but was not duplicated during analysis. A review of the extracted ipg diagnostic logs showed multiple magnet applications in a short period of time after the device entered a bondable state. Once the device enters a bonding state, another magnet application is no longer required, and the device will stay in a bondable state for approximately 5 minutes. The ipg error log revealed several errors were logged due to a failure to bond. Since the clinician programmer or patient controller logs were not provided from the field for review, it is unknown what caused the errors. Normal communication between the ipg and the clinician programmer (cp) was observed. The ipg exhibited normal characteristics during functional and electrical testing.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: 1627487-2023-05555. It was reported the patient experienced ineffective stimulation due to high impedances and difficulty connecting to the ipg. Surgical intervention took place wherein the ipg and lead were explanted and replaced to address the issue. Effective therapy was restored.